Event description:
It was reported that during routine follow up, out of range hv lead impedance was observed. Review of records revealed the out of range measurements have been present since the current ICD was implanted. Reprogramming was recommended. Lead remains implanted and will be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.3cm was returned for analysis. External insulation abrasion was noted at 32.0-33.0cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 46.2-47.2cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 7.3-8.3cm, 7.4-7.9cm, 16.1-16.4cm, and 17.5-18.1cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 12.0-14.0cm from the distal tip. The etfe coating was abraded and the inner coil exposed at this location. Fracture of the svc shock coil was noted at 21.5cm from the distal tip. The abraded etfe coating, inner coil exposure, and coil fracture are consistent with the field observations of noise, oversensing, and anomalous impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that externalized conductors were observed on the lead. The lead also exhibited oversensing and a decline in lead impedance. The lead was explanted and replaced. Following lead extraction the patient developed a pericardial effusion with cardiac tamponade, which was resolved with a pericardiocentesis. The patient fully recovered and was in stable condition following the procedure.